Event description:
It was reported patient underwent surgical intervention wherein the entire system was explanted due to ineffective stimulation. Investigation was unable to identify which lead attributed to the issue.

Manufacturer narrative:
Date of event is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.